Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark. There was no adverse impact on the customer's blood glucose level. The customer attempted troubleshooting steps, but the issue persisted, so they were advised by technical support to use an alternate method of insulin delivery if needed. The customer was provided with a replacement pump and charging supplies, including a tandem cable and wall adapter, to resolve the issue. If pump battery depletes prior to receiving replacement charging supplies, customer to rely on mdi - needles and syringes